Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the ok and contrast buttons were intermittently unresponsive and the contrast button required multiple hard presses to elicit a response. The up and down buttons responded appropriately. Evaluation revealed contamination under all button contacts. The display was found to be dim/faded and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating that down arrow and ok keypad buttons were intermittently responsive. The issue reportedly started 3 weeks ago and gradually became worse. The patient stated that he noticed the issue when trying to bolus or entering a carbohydrate amount on the pump. There was reportedly no moisture, corrosion or damage to the keypad or the pump. It was noted that the patient cleaned the pump by rinsing it with water and wore the pump in a holster attached to a belt. The patient reportedly did not use a protective accessory. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.